Event description:
The patient was revised due to the 12 hole plate broke at the 4th hole from the distal portion of the plate.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the part and lot number required to review the device history records and complaint database was not provided. Although the complaint is non-verifiable, provided information states the product was not suspected of failing to meet specifications. Based on the investigation, the need for corrective action is not indicated.